Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet svc tech was not able to reproduce the reported issue. As a precaution the battery pack was replaced, and the unit was run without any alarms going off. Functional testing was executed successfully and the unit was returned to svc. (B)(4).